Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi). The sutures of one proglide device were successfully pre-placed. The sheath was upsized to a size greater than 8.5f and the tavi procedure was completed. An additional proglide device was deployed; however, a suture break occurred when the physician pulled tension on the blue rail suture from of the proglide. The pre-placed proglide sutures of the other proglide along with the sutures of an additional proglide were used in attempt to achieve hemostasis; however hemostasis was not fully achieved; therefore, manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.